Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Event description:
Healthcare professional additionally reported left side ¿silicone in the patient's lymph nodes¿. Device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported left side ¿silicone in the patient's lymph nodes¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on radius assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.